Event description:
Boston scientific crm received info that during the implant procedure, difficulty was experienced positioning the 4136 lead in the atrium. Eventually a good position was maintained with acceptable thresholds, sensing and impedance measurements. The following day at follow-up, it was noted that there was atrial undersensing and an increase in pacing threshold. In 2008, the lead was noted to have completely dislodged (fluoroscopically) and there was an attempt to reposition the lead with various stylets. The lead continuously dislodged although there did not seem to be a problem with extension and retraction of the helix.